Manufacturer narrative:
Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conductive to graft migration. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by adverse patient anatomy and incorrect planning and sizing of the graft for that anatomy.

Event description:
Fluoroscopy following aaa repair in 2007, verified a plaque-like dissection in the left external iliac region. A bare stent was placed in the dissected area of the iliac artery. Fluoroscopic visualization now suggested physician to determine that the placement of the stent resolved in the dissection. The balloon was inside the stent graft when inflated to attain sealing of the ipsilateral iliac leg against the vessel wall. The physician regretted that the dissection was possibly attributable to the vascular conditions and inadequate sizing of the vessel and the use of a smaller leg extension in the ipsilateral iliac artery could have prevented the dissection.